Event description:
Customer reported that random occurrences of erroneously elevated aptt results from the bd vacutainer plastic 2.7 ml citrate tube. The results are higher by about 20 seconds, which resulted in pt admission or postponed surgery.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded one (1) other complaint for similar condition for the lot reported. Device history review was conducted and no abnormalities noted. Quality will continue to monitor on monthly trend reports.